Event description:
A ventilator was returned to a third party service center alleging the flow was unstable. There was no report of patient harm or injury. During the evaluation of the device at a third party service center, a failure of the device's sensor board was observed. The device's sensor board was replaced to address the issue.